Event description:
The customer initially reported that two mains lead shorted and caught fire, however, further clarification received on the (B)(6) 2013 stated that the one in (B)(6) "smoked" and the one in (B)(6) "no smoke reported but upon visual inspection the medical engineer can see conductor of internal cable". The implicated cables were connected to a (B)(4) manufactured pump serial number (B)(4) and a u.s. Manufactured pump serial number (B)(4). It is unk as to which cable or pump was the one that "smoked". Product was not connected to a pt at the time of the event.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for evaluation.